Event description:
Customer reported that during preventive maintenance he noticed that the pump module pivot latch screw backed out. Upon inspection, the screw appears to be missing. The nylon plug and the plastic at the door is damaged. No additional information was available.

Manufacturer narrative:
(B)(4). The customer's experience of pivot screw backing out was confirmed. The device was received with the pivot latch screw removed from the latch assembly. During device inspection damage to the door assembly was noticed. The cause of the pivot screw backing out was due to the nylon plug over the pivot screw being missing. It could not be determined at what point the component became missing. The pump's door/latch assembly is being replaced and will be returned to the customer after passing all required service level testing. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for the pump. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no prior service repair history for the pump.